Event description:
It was reported that the patient underwent a "procedure at l1-l3 due to l2 compression fracture. Per the report, the primary surgical plan was to fuse th12-l4, but the surgeon had to change the levels to l1-l3 to shorten the operation time due to the patient cardiac disease. Vertebra plasty was performed at l2 using a competitor's product. There were some imaging troubles intra-op and not enough of (the competitor's product) was filled in the vertebra. Post-operatively, the anterior column of the l2 vertebra collapsed and (competitor's product) leaked. Eventually, the alignment had been changed, and that caused l1 screw loosening. Per the report, the spinal cord seemed to be compressed, but the patient complication is unknown. A revision surgery was performed approximately 5 days post op."

Manufacturer narrative:
(B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.